Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Additionally, the pump shutdown unexpectedly. Reportedly, the customer declined troubleshooting. Customer¿s blood glucose level was 330mg/dl. Reportedly the customer continued to use the pump for insulin therapy.